Manufacturer narrative:
The subject report is sent to add drill adaptor serial number which was not provided in the initial report. The drill adaptor is not available for investigation purpose as the surgeon would like to keep it.

Event description:
During visualase laser ablation fiber placement on (B)(6) 2019, fellow was drilling into the skull for the first trajectory using a 3.2mm metal drill adaptor under the supervision of the surgeon. Both field serive engineer were present at the site. While the fellow was drilling, he noticed a catch between the drill bit and adaptor. The drill bit had become lodged in the adaptor and took a minute or two to remove. Under surgeon supervision, the fellow was able to finish drilling the 1st and 2nd trajectories using the same 3.2mm metal drill adaptor without problems using the following technique: surgeon advised the fellow to first drill only a small amount into the skull with the adaptor flush to the skull, and then pull the adaptor back so that the threading of the drill bit was found underneath the adaptor (between the adaptor and the skull) to finishing drilling the hole. The surgeon theorized that this would keep the threads of the drill bit from fusing inside of the adaptor. This occurred while the patient was under anesthesia and after the first incision. Delay to case, <10 min, no serious patient injury.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During visualase laser ablation fiber placement on (B)(6) 2019, fellow was drilling into the skull for the first trajectory using a 3.2mm metal drill adaptor under the supervision of the surgeon. Both field service engineer were present at the site. While the fellow was drilling, he noticed a catch between the drill bit and adaptor. The drill bit had become lodged in the adaptor and took a minute or two to remove. Under surgeon supervision, the fellow was able to finish drilling the 1st and 2nd trajectories using the same 3.2mm metal drill adaptor without problems using the following technique: surgeon advised the fellow to first drill only a small amount into the skull with the adaptor flush to the skull, and then pull the adaptor back so that the threading of the drill bit was found underneath the adaptor (between the adaptor and the skull) to finishing drilling the hole. The surgeon theorized that this would keep the threads of the drill bit from fusing inside of the adaptor. This occurred while the patient was under anesthesia and after the first incision. Delay to case, <10 min, no serious patient injury.

Manufacturer narrative:
It was reported that during a surgery, an intern felt a catch between the drill bit and the adaptor. Then the drill bit became lodged in the drill adaptor. Surgical team was able to remove the drill bit from the adaptor and continue the surgery using the same adaptor with no further issue. A visual inspection was performed by a field service engineer and it was determined that no damage was visible and that the site can continue to use this adaptor. Therefore, product was not returned at manufacturing site.

Event description:
During visualase laser ablation fiber placement on (B)(6) 2019, fellow was drilling into the skull for the first trajectory using a 3.2mm metal drill adaptor under the supervision of the surgeon. Both field serive engineer were present at the site. While the fellow was drilling, he noticed a catch between the drill bit and adaptor. The drill bit had become lodged in the adaptor and took a minute or two to remove. Under surgeon supervision, the fellow was able to finish drilling the 1st and 2nd trajectories using the same 3.2mm metal drill adaptor without problems using the following technique: surgeon advised the fellow to first drill only a small amount into the skull with the adaptor flush to the skull, and then pull the adaptor back so that the threading of the drill bit was found underneath the adaptor (between the adaptor and the skull) to finishing drilling the hole. The surgeon theorized that this would keep the threads of the drill bit from fusing inside of the adaptor. This occurred while the patient was under anesthesia and after the first incision. Delay to case, <10 min, no serious patient injury